Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) appeared to have exhibited accelerated battery depletion. Subsequently, the patient was admitted into the hospital for monitoring, and the device will be replaced once the patient's heart failure is optimized. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) appeared to have exhibited accelerated battery depletion. Subsequently, the patient was admitted into the hospital for monitoring, and the device will be replaced once the patient's heart failure is optimized. No additional adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not indicated at this time.